Event description:
The facility reported an ipump with error 33 that occurred during pt use and stopped the pt infusion. There was no pt injury or medical intervention necessary according to the hosp rep. No additional info is available.

Manufacturer narrative:
The device has not yet been received in baxter. A f/u report will be submitted when the device has been received and the evaluation has been completed.